Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a separating (uso) upstream occlusion seal, loose uso sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion sensor was damaged. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement, no patient injury was reported.